Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that balanced tip was bent inside the package during calibration. The cataract surgery (with intraocular lenses implant) was completed after replacing the product with another one. There was no patient contact and no harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened phacoemulsification tip without a wrench, in a plastic container was received for the report. Sample was visually inspected and found to be conforming as no nonconforming bent condition was observed. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. Tip was visually inspected for any nonconformances and phaco tip was observed to not be ground to the 45 degree angle as per spec. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the report of the phaco tip was bent. However, the complaint evaluation confirms that the bevel of phaco tip was not grounded as per specifications. The root cause is a manufacturing related as phaco tip was not grounded and missed during inspection. An investigation is in progress for the bevel of the phaco tip not grounded. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of product information. G.6. Manufacturer report number corrected and reported under 1644019-2024-03026 additional information provided in d.1., d.2., d.3., d.4., d.10., g.1., g.4., h.3., h.4., and h.11. The manufacturer internal reference number is: (B)(4).